Manufacturer narrative:
This report is submitted on december 01, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant. Subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.